Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch #8484945 found that the device met its material, assembly and product specificatons, at the time of release to distribution.

Event description:
Same case as MFR: 6000093-2006-01961. It was reported that the same day of the initial coronary artery drug eluting stenting treatment procedure, the patient underwent a target vessel re-intervention. The index procedure treated two target lesions. The first lesion was located in the distal circumflex (cx). The lesion was 90% stenosed, 3mm in diameter, 16mm in length, mildly calcified and mildly tortuous. The physician direct-stented the lesion with a taxus liberte 2.50x8mm stent. This device is not related to the event. The second lesion was located in the 1st obtuse marginal (om) artery. The de novo lesion was 90% stenosed, 3mm in diameter, 18mm in length with mild calcification. The physician direct-stented the lesion with two taxus liberte stents (3.00x8mm and 2.75x12mm). The stents were not post dilated and the results were 0% residual stenosis and timi-3 flow. Later that day, prior to being discharged, the patient underwent a target vessel re-intervention to the 1st om treatment lesion for 99% stenosis. The physician resolved the event by placing a taxus liberte stent. At the time of the event, the patient was taking aspirin and clopidogrel. Per the investigator, the event is "possibly" related to the device. The patient was discharged two days later on aspirin and clopidogrel. This product is only ous approved, but it is similar to a marketed us device.